Manufacturer narrative:
A ge healthcare service technician performed a checkout of the equipment, and the reported complaint was confirmed. The base was replaced and the unit was returned to service.

Event description:
The hospital alleged that the wheels become detached from the cart. There was no reported patient involvement.